Manufacturer narrative:
Initial trend analysis for lot 50911 was conducted, no malfunctions were found. This is the only complaint for lot 50911. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that while using syringes item number 829155 lot number 50911, the plunger is resisting when the user pulls and injects the humalog insulin using the syringe.